Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: when going to perform the second application of the device during the surgery, the sulu pushed the tissue forward (about 2mm), so the surgeon interrupted the firing. When opened the sulu, it was observed that the first staples had been placed on tissue but were not completely closed. So as the firing was interrupted because the tissue was being pushed forward meanwhile the sulu was advancing, the blade was not even deployed. The uniformed staples were removed using grasping pincers. In order to go on with surgery they changed the handle for a egiauxl which worked correctly and further into the surgery they used 3 other sulus with the same idrive handle and adapter with no further issues. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).